Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment of chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. Ctagac was implanted in the descending aorta. On an unknown date, stent graft induced new entry(sine) was detected in the distal side of the device. On (B)(6) 2021, a reintervention took place whereby two additional stentgrafts were implanted distally.